Event description:
It was reported that the customer was hospitalized for blood glucose readings over 600 mg/dl. The name of the hospital was (B)(6). The high blood glucose readings were treated with the insulin pump. The customer was wearing the insulin pump during the emergency visit. The customer stated that they did the troubleshooting on their own before getting admitted to the hospital. Advised to reinsert the reservoir and run a manual prime. The customer states that insulin did exit the tubing. The history showed and auto off alarm. Advised that the insulin pump is working as designed. The customer will monitor their insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.